Event description:
Table dropped suddenly. No injuries were reported.

Manufacturer narrative:
The table was evaluated by an independent service tech. It was found that when the facility lowered the examination table, an extended stirrup came into contact with an ultrasound machine. This caused the table to lift until the stirrup came off the ultrasound machine at which time the table dropped. The device operated as intended. The facility failed to ensure all surrounding equipment was clear from the table before lowering.